Event description:
Consumer stated the brush heads are terrible. Brush head tip came off, bristles came loose. Uses medical toothpaste, doesn't rinse mouth after brushing. Finding bristles in mouth. Two brush heads were bad with bristles coming loose from top 2 rows. Changes brush heads on 3 month schedule.

Manufacturer narrative:
Manufacture date updated because product was returned.